Event description:
The clinician reported that eight days after the dental implant was placed in ada site 13 in the patient's mouth, the implant did not achieve osseointegration. The clinician reported another implant was placed in this site successfully on the same day. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.